Event description:
It was reported that stent damage occurred. A 3.50 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and the stent was damaged. The procedure was completed with a different device. No patient complications were reported.